Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryoablation procedure, the patient had a ¿feeling of gastrointestinal fullness¿ and was unable to eat by mouth up to seven days post procedure. The hospital stay was extended. The case was already completed with cryo. No further patient complications have been reported as a result of this event. Further incoming information indicated that vagal esophageal nerve injury was confirmed through plain abdominal radiography in the morning two days post procedure. The patient recovered and no medical intervention was required.

Manufacturer narrative:
Event summary: the patient data files showed a system notice (#50012) indicating that the refrigerant delivery path was obstructed with catheter 2af284/81567-47 on the date of the event. Bin files showed at least twelve applications were performed with this catheter. The balloon catheter was not returned. This is a clinical issue (vagal esophageal nerve injury and gastrointestinal fullness) encountered post procedure. No product malfunction reported. In conclusion, there was no indication of product malfunction and no product returned. Clinical issues (vagal esophageal nerve injury and gastrointestinal fullness) were encountered post procedure. If information is provided in the future, a supplemental report will be issued.